Event description:
It was reported that the event involved a male pt while in the thoracic and cardiovascular surgery department. During insertion, when the physician attempted to advance the intra-aortic balloon (iab), it became stuck in the sheath. In spite of it's pre humidification and pre heparinization, it was impossible to insert the iab. As a result, the iab was going to be removed. During the removal attempt, there was balloon lengthening and impossibility to remove the iab from the sheath. The physician had to cut the sheath over the spring wire guide (swg) in order to remove all of the set.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.